Event description:
It was reported that a (B)(6) female patient underwent a supraventricular tachycardia (svt) procedure with a lasso catheter when the device became entrapped and the tip detached which required surgical intervention. The supraventricular tachycardia procedure was done on (B)(6) 2014 and the catheter was inserted into the patient¿s right ventricle and the catheter got stuck in the tricuspid annulus. The physician tried many times to remove the broken piece, but failed. A second surgery was performed on (B)(6) 2014 to remove the remaining pieces. During the procedure, the physician intended to remove the electrode by three sections and two pieces were eventually taken out. It was noted that this patient had a medical history of palpitations for ten years that may have contributed to this event. Additional information was received regarding the event. There is one residual part still in the patients ventricle. It could not be determined why the catheter was in the right ventricle. In our product instructions for use, the lasso® is not recommended for use in the ventricles. There was no ring or other physical damage observed at the distal end of the catheter. A non-bwi sheath was used during the procedure.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).